Manufacturer narrative:
The instrument has been investigated. The field service engineer (fse) evaluated the instrument, and found dried serum on tip and plunger clamps in the reported problem area of the pipette assembly. Fse cleaned tip clamp, and sleeve and replaced plunger clamp. The instrument was tested without further problem and was returned to expected operation.